Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, a 4.5 mm cannulated screw broke at the tip of the screw when the surgeon was placing screw-in patients distal humerus. The surgeon had drilled approximately half of the total screw with a 3.2mm drill bit before placing the screw. It was stated that the surgeon did not want to retrieve fragments. There was a surgical delay of three (3) minutes. The procedure successfully completed. No patient consequence. This report is for one (1) 4.5 cannulated screw fully threaded/42. This is report 1 of 1 for (B)(4).